Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for full event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had powerup test failure #6 error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3,g6, h2, h6, h11. Corrected fields: e1 (initial reporter name and telephone).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field- e1(occupation) h6 (poblem code). It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) had error code power-up test failure #6. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) powered up unit in clinical mode. Found power up failure #6. Powered on in service mode. Was prompted with screen calibration, completed calibrated screen. Cleared error codes. Powered back up in clinical mode. No errors to be found. Ran pump on trainer for 45 minutes. Unit returned to customer for clinical use.

Event description:
N/a.